Manufacturer narrative:
The visual inspection showed squashing in the shape of a 360 degree circumferential constriction of the lead body about 24 cm distal of the is-1 connector pin, which is most likely the result of tight binding of the ligature thread. Cuts in the insulation and deformations of the outer conductor coil were also found in this area, which are likely due to the explantation process. The analysis showed no other deviations that could be related to the clinical complaint. The measured electrical values were all within the specification. No irregularities were detected during the performed screw-in tests. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted 12 months after the implantation due to a threshold increase to 7.5v.